Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient was able to charge to 100% when the unit was shut off during charging. They were still working with the patient to determine the longevity of charge while in use.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative about a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having to charge their ins too often. They reported that the battery depleted every few days and it used to be a week. It was also reported that they were not able to get the last quartile to fill up to charge to 100 percent, even though the third quartile charged in 30 minutes. It was reviewed that with quartiles, it cannot be seen where the charge is at within the 25 percentile window, so the patient could have been at 70 percent before charging rather than at 50 percent, but it would display the same. It was reported that the patient was unaware of any overdischarge events that could have been associated with this event. The patient was advised to charge over the weekend with their device turned off while charging to see if that would make a difference. It was reported that the rep would talk to the patient again on monday to go over notes from the weekend recharge. They are also planning on meeting the patient next friday for follow-up as well. It was advised that the patient bring their recharger with them then so that they could pull up the recharge stats. It is unknown when the battery first started to deplete faster, but it was reported that they were not able to fully charge their ins beginning over the last month in 2017. There were no symptoms reported.

Event description:
Additional information received from the manufacturing representative (rep) indicated that after speaking with patient services, the patient is able to charge their ins to 100% with the unit turned off. They noted that the ins is not discharging faster than expected. The rep feels no reason to continue further follow up with the patient at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.